Manufacturer narrative:
A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. (B)(4) (product/process) review conducted. The assessment was conducted and no changes required. The device sample was received by the MFR, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the user facility alleges that the patient met no resistance on inhalation during use of the incentive spirometer. The user facility, also, alleges that the incentive spirometer contributed to extended stay for the bariatric patient. Patient condition reported as fine.